Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified two broken devices. Devices not labeled by side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Ultrasound and MRI has been carried out. Device has been explanted. This relates to the right side.